Event description:
It was reported while priming bd pen ndl 32g 4mm pro medication did not flow. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, drug didn't come out properly when priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-04. H6: investigation summary: fourteen open 32g x 4mm pen needle samples and five photos were returned from lot. No. 8338628, cat. No.320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on four samples and a broken non patient end of cannula was observed on the remaining ten samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while priming bd pen ndl 32g 4mm pro medication did not flow. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, drug didn't come out properly when priming.